Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The sensor was inserted ion (B)(6) 2024. On approximately (B)(6) 2024 past 1:00 am, while the patient was in bed, the patient¿s father checked on the patient as a part of their routine and noticed that the dexcom g6 app was displaying ¿sensor error wait for 3 hours¿. The patient¿s father checked a fingerstick and the bg meter reading was 39 mg/dl. After 6 minutes, he took another bg and it was 52 mg/dl. After 5 minutes, he did a 3rd fingerstick and it was 36 mg/dl. The patient¿s father woke the patient to give him juice but the patient started having a seizure, was shaking, and his mouth was trembling. The patient¿s father called an ambulance at around 1:59am. While waiting for the ambulance, he gave the patient 3mg of nasal glucose shot. The patient regained consciousness immediately after about 10 seconds. The ambulance arrived 5 minutes after being called, assessed the patient, took a bg value where it was reading 120 mg/dl while cgm was still displaying a sensor error. No medication was given by paramedics and advised the father to bring the patient to the hospital. The patient¿s mother went with the patient to the hospital and arrived there at around 2:15am, they took bg value which was reading over 200 mg/dl at that time while dexcom had a reading of 180 mg/dl (this was around 2:19am). No medication was given at the hospital and the patient was sent home around 4:00am. At the time of the report, the patient was in stable condition. Performance data was reviewed. The allegation was confirmed due to the finding of no readings", "sensor error" or "brief sensor issue. The probable cause was determined to be sensor noise, between 1 to 3 hours . No additional patient or event information is available